Event description:
An anesthesiologist reported the inflation channel from the pilot balloon extended to the end of the endotracheal tube and leaked air. The pt was reintubated without incident and there was no harm or change in therapy reported.